Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A new hard drive and software was ordered for the customer. No conclusion can be drawn as no further repair information is available at this time.